Event description:
It was reported that the customer's blood glucose (bg) level ranged from 23 mmol/l to high. The customer took corrective action by administering a correction bolus via the pump and was instructed to inspect the site and tubing. No issues were identified with the cannula, t: lock connection, or air bubbles in the tubing. Drops of insulin were observed at the end of the tubing, confirming proper insulin flow. The customer was advised to replace supplies as necessary, resume insulin, and consult with a healthcare provider to discuss factors affecting blood glucose levels.